Event description:
The customer called due to a high blood glucose reading of 410 mg/dl. Troubleshooting was performed and the insulin pump passed the lead screw test. It was found that the customer had changed out his infusion site twice and that the programming on the insulin pump was correct. The high pressure test was performed twice and the insulin pump failed both times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge.